Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user called for a validation code and the site went offline and did not sync, and they could not log into the cabinet. A technical support specialist spoke with the pharmacy to clarify the medication issue, and they stated out the medication to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user called for a validation code and the site went offline and did not sync, and they could not log into the cabinet. The customer stated that the malfunction occurred when user trying to issue a medication to a patient. There were no adverse events or injuries reported based on this incident.